Event description:
Customer returned insulin pump for failure analysis. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump was received with blank display due to c7 on mb leaking and corroded surround components. No cosmetic damage noted.